Event description:
The customer reported to customer service that she could hear a humming noise coming from the power supply for breast pump. Upon receipt of the product, it was found to be breached with inner wiring exposed.

Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer, she stated the power was not breached while in her possession. Customer did not witness spark, fire, or smoke, and did not sustain any injuries. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the product was received into medela, inc breached, which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation pro-cess has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.